Manufacturer narrative:
The reported device has been returned to the manufacturer for evaluation. An investigation into the root cause for this event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported the following issue with a never touch 45cm kit w/gripper and rfid t: "after procedure done on patient, dr. (B)(6) looked at the blue dilator as he always does as he puts it down and noticed that the end piece was missing. He told russell our ultra sound tech to look and see if he could see anything, there was a piece of the blue dilator in patients right upper leg. Dr. (B)(6) instructed patient what was happening. Dr. (B)(6) used 3cc of 2% lidocaine, 11 blade scalpel and made an incision into patients right upper leg. Dr. (B)(6) had to use hemostats to grab the vein and the blue dilator was located. Dr. (B)(6) pulled fragment out of the vein and he put in two stitches, the leg was cleaned and antibiotic cream applied with steri strips and 4 x 4 dressing. Antibiotic called in for patient." An angiodynamics clinical support manager contacted the end user for additional information. The following step-by-step procedure details were obtained: 1. Vein was accessed and venotomy performed before the 21ga needle was removed. 2. Sheath/dilator inserted over the wire and into the target vein (us tech did not believe a second venotomy was done) 3. Physician had difficulty removing the dilator/wire from the sheath but did remove the dilator and placed it on the sterile field. 4. Laser fiber was inserted and vein was treated. 5. At the end of the procedure, physician noticed that the tip was missing from the dilator. 6. Ultrasound was utilized to locate the tip inside the treated vein. 7. Cut down performed to retrieve the dilator tip. The patient is, reportedly, doing well and did not sustain any lasting adverse effects or harm.

Manufacturer narrative:
The customer's reported complaint description of "the end of the blue dilator was missing" was confirmed. The returned dilator was noted to have been "cut" and 1.6cm of the tip was not returned. Based on the clinical review of the event, the root cause of what device might have cut the distal tip of the blue dilator is unknown. Inadvertent nick by scalpel is the likely root cause but procedure event details do not align with venotomy being performed at the time the blue dilator/sheath was inside of the vein entry site. A device history record review of the packaging/dilator lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use (16650393-01), which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).